Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 87 mg/dl. Customer declined troubleshooting with tandem technical support.